Manufacturer narrative:
The device has been received for evaluation; upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a damaged battery issue. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel confirmed this condition as a battery depleted set alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with damaged battery was found and discovered in the pump's event history. The assignable cause was determined to be due to depleted batteries that could hold a charge. The main batteries and battery harness were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.